Event description:
It was reported that a ventricular fibrillation episode and aborted shock was observed. Double counting due to far-field noise was noted on the egm. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.